Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported information was received based on review of a journal article titled, "revision of a single type of large metal head metal-on-metal hip prosthesis".the article identified 50 hips had undergone large-head mom total hip arthroplasty and required revision at a mean of 44 months after index operation, of which 1 of 3 patients with a perioperative fracture during stem revision underwent a re-revision due to dislocation of the revised cup. There has been no further information provided and the patient outcome is unknown.